Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button of the insulin pump was sticky. Customer¿s blood glucose level was unknown. Customer also reported failed battery tests, battery cap stubborn, rewind longer. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.